Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced loose drive support cap and damaged battery cap. The customer's blood glucose value was unknown. The customer stated that the drive support cap stuck out. The customer mentioned that they had a hard time unscrewing the battery cap. The customer declined to troubleshoot for high readings and damaged battery cap. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners and cracked reservoir tube lip.